Manufacturer narrative:
Manufacturer's investigation conclusion: superficial driveline damage could not be confirmed as the driveline was not available for investigation and no photos of the reported damage were submitted. A specific cause for the reported superficial driveline damage could not conclusively be determined through this evaluation. It was also reported that the patient¿s driveline was damaged and tangled. The existing rescue tape was removed and replaced, and driveline damage prevention was reinforced with the patient. It was also noted that a dried white film was noted at the hub of the driveline controller connector that was easily cleaned with alcohol. A review of the downloaded log file from (B)(6) 2020 found that the pump maintained a speed above the low speed limit while the returned controller was connected to the device. The system appeared to be operating as intended and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. These documents also contain information on how to clean the driveline and other components. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-03642. It was reported that the patient called after failing to clear the alarm lights on self test (batteries, broken heart and wrench remained lit for at least 2 hours). The lvad was functional and the settings were still able to be seen. The patient came to the clinic and the self-test appeared to clear en route to the emergency department. Upon inspection the white power cable of the controller had a pin broken. The system controller was swapped and a loaner was supplied. The patient was stable and was discharged to home. The pump remains operational but the batteries and broken heart and gear remained illuminated. The patient's driveline had damage and was grossly tangled. Mangled rescue tape was removed and replaced. Driveline damage prevention reinforced with this patient. It was unclear if the driveline damage had any impact on controller. It was noted moisture near power cable and white dry substance seen at driveline hub while changing controllers. This was cleaned easily with alcohol. The controller will be returned to abbott. The patient was discharged to home and will follow up in clinic.